Event description:
The facility reports the patient was being transferred frm the bed with the sling. The patient was partly dragged, withher dress, over the mattress, which meant there wa not total tension on the sling clips. At the edge of the bed, the patient rushed into a fetal position, which resulted in both leg clips completely coming off. The patient fell out of the sling onto the floor. Five staff members, with the assistance of the lifter, helped lift the patient back onto the bed. As the patient touched the mattress, she again went to into spasm, and the leg clips again came off. No injuries were reported.